Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the lead contacts had high impedance and the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.